Event description:
Device 1 of 2: reference MFR report: 1627487-2012-00617. The pt was implanted with two percutaneous leads from different lots. It was reported the pt's lead migrated. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.